Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with no delivery alarms. The customer's blood glucose level at the time of incident was 600mg/dl. The customer states the alarm was resolved by a complete set change. The customer was not able to troubleshoot due to having replaced set. The customer was advised to call back as soon as issues arise in order to troubleshoot. The customer also mentioned previous hospitalization for high blood glucose level that was documented. The customer states they had woken up with high and received no delivery.